Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). One (1) photo was provided for further evaluation. Based on the evaluation results, the image of the sample was visually evaluated per specification and the defect was present. The caresite and back check valve were not attached. The house retain samples were tested and no defects were noted. Incidents of this nature are attributed to operator oversight during the assembly of the product. Although our training procedures ensure that all of our employees are properly trained in their areas of responsibility, an oversight on the part of the operator can attribute to an incident of this nature. Review of the discrepancy management system (dsms) database was performed for the reported lot number and no abnormalities or non-conformances were noted during the in process or final product inspection.   We will maintain this report for further references and continue to monitor other reports for similar occurrences.   If any additional pertinent information becomes available, a follow up will be submitted.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: end user reports, "patient with primary line of normal saline running. Nurse plugged in zometa infusion to lowest port of the normal saline line, then turned to program pump. Patient stated "I'm bleeding", nurse turned back to observe blood backflowing out of accessed port and dripping from open area next to that port." No injury reported.